Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a (B)(4) study the following coaguchek xs/laboratory results were obtained: 2.5 inr/1.99 inr, 6.0 inr/4.04 inr, 2.2 inr/1.7 inr, 2.4 inr/1.9 inr, 3.2 inr/2.42 inr, 3.6 inr/2.54 inr, 3.3 inr/2.49 inr, 4.4 inr/2.88 inr, 2.4 inr/1.84 inr, 3.5 inr/2.48 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.